Event description:
On the event date, the pt reported that this morning her infusion device displayed an e4 (occlusion) error and her blood glucose was elevated to 243 mg/dl. She cleared the error and continued to use the infusion device but she did not change any of the accessories. At 11:30am, she did not feel well and her blood glucose was elevated to 487 mg/dl. She changed the insulin cartridge, adapter, and infusion tubing and she was not able to perform a prime. At 12:19 pm, her blood glucose measured 573 mg/dl and she injected 25 units of insulin via syringe and she disconnected from the infusion device. She stated that she changes her infusion site once per week and she was advised to change it every 2 days. To troubleshoot, the pt inserted a new insulin cartridge into the infusion device and attached new infusion tubing. She primed without error. She then reconnected to the infusion site. At the time of the report, her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.